Manufacturer narrative:
UDI # not available. Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was unable to hold charge and causing ineffective pain relief. To address the issue patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.